Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. The devices remained implanted in the patient and were not available for evaluation. No images/records were provided, so a clinical assessment could not be completed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A design or manufacturing root cause for the reported event could not conclusively be determined.

Event description:
It was reported that according to the physician the patient presented to the emergency room and a computed tomography showed a contained rupture of his aaa. The component overlap appeared to be less than 2cm. The patient apparently fell down at some point and the physician feels that his fall may have created an endoleak. An infrarenal aortic extension was placed to bridge the overlap. Completion of angiogram showed no endoleak. The patient is in stable condition.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cr 803.56 when additional information becomes available.